Event description:
Reporter stated that the customer obtained a result of 195 mg/dl on the performa nano system and took 14 units of humalog based on that result. Reporter stated that after 10 minutes, she fainted. Reporter stated that she was admitted to the hospital and kept there for 5 hours. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.

Manufacturer narrative:
The event occurred in (B)(6).